Event description:
The consumer stated that he ordered the walking tub and he did not have any problem walking in to the tub. The consumer stated that after he finished taking a bath he tried to get out and he slipped and fell. The consumer stated that he used the tub for approx 18-20 minutes. The consumer stated that he hurt his knee. The consumer stated that his knee was swollen and bruised. The consumer stated that he did not have to go to the hosp. The consumer stated that he was afraid of using the tub since it was so slippery. The consumer stated that he has not been using the tub. The consumer stated that he contacted the MFR on (B)(6) 2012 and they stated that they would return his call. The consumer stated that he was still awaiting for the call. Purchase date: (B)(6) 2012.